Event description:
Patient was undergoing a laparoscopic sleeve gastrectomy. The surgeon was using multiple loads of covidien endo gia staples. This particular staple load (gia black 45mm extra thick) would not seat correctly onto the gia handle and was therefore unusable. The staple load was replaced with a new load which worked without problems. No harm to the patient.======================manufacturer response for surgical staples, endo gia black articulating reload with tri-staple technology (per site reporter).======================no known response.